Event description:
It was reported that the customer's insulin pump alarmed. The blood glucose reading was 130mg/dl. Troubleshooting was performed. Assisted the caller to perform the displacement test and passed. Advised the husband that the insulin pump would be replaced and revert to back up plan. No further information was provided. Then the customer called requesting assistance with programming the insulin pump. It was stated that the customer does not use the bolus wizard feature and she is blind. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker.